Event description:
During a cryoablation procedure a polar sheath was selected for use. It was reported that sheath leak with air was observed during aspiration step of preparation prior to introduction into the patient. The sheath was exchanged and the procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The polarsheath was returned to boston scientific for analysis. The reported failure was confirmed through analysis. Visual inspection did not reveal any exterior damage to the device. There was an uncontrolled tear on the surface of the outer slit there and leaks were observed. The sheath failed all standard manufacturing testing with gross leak in the pressure decay test; visible bubbles in the flush line during aspiration; and dripping liquid leaks from proximal end while pressurized at 5.5 psi in hemostasis testing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
During a cryoablation procedure a polarsheath was selected for use. It was reported that sheath leak with air was observed during aspiration step of preparation prior to introduction into the patient. The sheath was exchanged and the procedure was completed with no patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.